Event description:
--

Event description:
--

Event description:
--

Manufacturer narrative:
The device remains in service at this time. There is no further information avaiable. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this patient has chronic high right ventricular (rv) threshold measurements. Automatic capture was programmed on. During a device check the outputs were set at 5v/.4ms and an estimated 4 year longevity was remaining. However when the pulse width was extended to 1ms the longevity estimate dropped to less than 0.5 years remaining with a battery indicator reading beginning of life (bol). Technical services recommended bringing the patient back in for a device memory download.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The pacemaker has been returned and is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
A review of the device memory confirmed there were no resets. (B)(4).

Manufacturer narrative:
The pacemaker has not been returned. Should this device get returned, this report would be updated.

Event description:
Five months later a procedure was performed to replace the ventricular lead due to high threshold measurements. The physician elected to replace this pacemaker at the same time.